Manufacturer narrative:
Device #1 lot 50709767 ¿ one device was returned and it was found that the inner and outer tubes were bent, just beyond the design tolerance and both inner and outer tubes were bent to the same degree. Cause is excessive lateral load. No other anomalies were observed. The inner and outer tips are old style tips and the inner tip was not reworked. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations, no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a knee arthroscopy, it was reported that while resecting the tissue metal debris was observed to be shedding from the blade. The surgeon removed the flakes by suction and a saline flush. There was a two minute time delay.